Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the legal manufacturer's final investigation. The following sections were updated: b3, e2, e3, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a flake of material (torn/shaved inner wall) was discharged as a result of scratching the inner wall of biopsy channel while brushing in reprocessing.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed with the borescope that there were tear marks in the channel. Other observations were that there was leaking from the biopsy channel, scratches and dents on the distal end plastic cover, the distal end rubber coating glue was cracked, the insertion tube and light guide tube had minor scratches, and camera switch had a cut. There was wear and tear observed for the device.

Event description:
As reported for this event, pieces of plastic material came out of the device during reprocessing. There is no reported harm to any patient.